Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced high blood glucose level of 450 mg/dl. Therefore, the patient was hospitalised. No further information was available.